Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that sterilized water leaked from the base of the three-pronged part (trifurcation area) of the foley catheter when pretesting to place the catheter in the operation room.

Event description:
It was reported that sterilized water leaked from the base of the three-pronged part (trifurcation area) of the foley catheter when pretesting to place the catheter in the operation room.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Photo samples were submitted and a tear was noted to be present in the trifurcation. The foley catheter was returned with two opened packages. A hole was noted to be present in the trifurcation of the catheter between the irrigation and drainage funnels. The catheter was inflated with 30cc di water using a luer lock syringe and the balloon was noted to inflate concentrically without issues and no leakage. The balloon was able to be deflated without issues. Di water was then injected through the irrigation funnel and it was observed to be leaking through the hole in the trifurcation. The hole was confirmed to be caused by a weak spot due to webbing. The device does not meet specification, as it does not meet the webbing - maximum acceptable section which states " if the webbing has a pinhole it is not acceptable". A potential root cause for this event could be, "program error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as as a review of the label could not have prevented the reported event. The actual/suspected device was inspected.